Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient did not think the implant was working anymore because even if she increased the stimulation, she could not feel it and she usually always could. It was supposed to help her hold her urine but it was not doing anything for that at this time and when she went to the bathroom she would go right away. The patient further stated she had changed the batteries in her patient programmer but that didn't help. It was noted that the patient programmer was able to sync and it showed the stimulation was on and she could change programs and make adjustment. The patient reported feeling stimulation in the correct area. Additionally, it was stated that the patient had been concerned that she had to increase from 2.1 to 4.1 v to feel stimulation. The patient had stated normally if she increased to 2.3 she would feel stimulation very strong. Also, it was noted that during the call, the patient encountered poor communication once, but that was resolved by repositioning antenna. No further complications were reported or anticipated.